Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the united states. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 56 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿evaluation of the safety of MRI scans in patients undergoing dual-chamber pacemaker implantation.¿ experimental and therapeutic medicine 16: 1593-1596, 2018. Doi: 10.3892/etm.2018.6392. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable pulse generator (ipg) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The author reported there were 12 patients with ¿significant¿ discomfort; the article states the following "discomforts": excess anxiety, higher blood pressure, and faster heart rates. There were also ten patients with pacemaker ¿abnormalities¿: increases in impedance, and detection "disorders." The author indicated that there were changes in pacemaker parameters, scan sequences, psychological counseling undertaken, and "other methods." Of note, there "were no pacemaker or wire shifting or other changes." The status/location of the ipg system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.